Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the position of the ipg was uncomfortable. The physician opted to relocate the ipg on (B)(6) 2013 from the right buttock to the left and raised the position vertically to assure the pt does not sit on it. Effective stimulation was achieved post-operatively.